Manufacturer narrative:
This unit was evaluated and repaired by an independent repair center. (B)(4) 1205 - should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the compressor has low output.